Manufacturer narrative:
Concomitant medical products: patient therapy manager model #: 8835, serial# unk. Catheter: model #: 8731, lot #: n001209710, implanted: (B)(6) 2004 explanted: unk. Pump: model 863740, lot# unk, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. Pump: model 8637, lot# unk, serial# unk, implanted: unk, explanted: unk. Catheter: model 8598a, lot# unk, serial# unk, implanted: unk, explanted: unk.

Event description:
Additional information: it was later reported that there was a partial occlusion in the distal (spinal) segment. It was further noted that there had been a recent escalation of intraspinal medication. A dose adjustment was done; "decreased dose 50 to 25mg/ml, responded with decreased dose requirement". Volume discrepancy, aspiration issues and granuloma at the tip of the catheter were confirmed by the healthcare provider (hcp). Both the pump and catheter were revised. It was added that the distal catheter that was removed had black material at end of it and was difficult to remove. Since changing catheter, patient was now down to 6 mg/day of morphine from approximately 26. Patient outcome was noted as non-serious injury/illness. The MRI reported previously was done on (B)(6) 2008) noted mass effect t10 posteriorly; CT scan was done on (B)(6) 2008.

Manufacturer narrative:
Catheter model 8731, (B)(4), implanted: 2004-(B)(6), explanted: 2011-(B)(6).

Event description:
It was reported that the pump actual residual volume was greater than the expected residual volume. The pump has always been off by 5-6 ml. An inflammatory mass (im) was also reported. CT in the last month showed an im at the tip of the catheter. The hcp could not aspirate before the catheter was revised. The pump contained morphine 25 mg/ml at a dose of 22 mg/day.